Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication could not be found to request. A technical support specialist instructed user on what to expect when requesting meds through rxverify. The system functioned as intended after the technical support specialist guided the customer.

Event description:
It was reported that when using the bd pyxis¿ medbank tower system was waiting for rxverify approval. When attempting to request a medication, the user was unable to locate the medication to submit the request. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.